Event description:
The customer reported 'save operation failed' errors. This error will result in the loss of pt image data. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The rtos (real time operating system) pcb, gpos (general purpose operating system) pcb and a high speed data cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.